Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a cataract procedure the cassette tubing was noted to be kinked. During the procedure, the occlusion alarm sounded. The kinked tubing was manually opened to allow the flow of solution and the procedure was completed. There was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in device available for evaluation?., device evaluated by MFR?, evaluation codes, and additional MFR narrative. The device history record (DHR) review showed the order was built and released per specification. One trayless fms was returned. A visual inspection confirmed the presence of a kink in the irrigation tubing. A functional test was conducted and the sample primed successfully. After connecting the tubing to a handpiece, the tubing was manipulated in a manner that mimics movements seen during surgery and the irrigation flow rate was found to meet specifications. While the customer¿s complaint of kinked tubing was confirmed, testing of the sample showed that the kink was cosmetic and did not affect the performance of the product. The cause of the kink could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the bag or the custom pak during the manufacturing process. (B)(4).